Event description:
A minimum fill notification was reported. The customer attempted to resolve the issue by loading a new cartridge onto the pump and was instructed by technical support to clean the pump's pneumatic tap area. Despite these efforts, the problem persisted after loading a second cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.